Event description:
Caller reported a malfunction on the pump, specifically, a malf 16 code. There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunctions reoccurred; the caller acknowledged and understood the instructions.